Event description:
The customer stated that when she opened a new carton of test strips, she found the cap open on one of the bottles. The customer disposed of the open bottle, so no adverse events were alleged. Troubleshooting using the customer's other bottle of strips, showed the system to be operating as designed. No product is available for eval.